Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient representative reported capsular contracture baker grade IV and breast implant illness. Breast implant illness is not considered to be device related.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken on posterior side assessed as unidentified (tear) opening (shell thickness within specification) and missing piece of shell assessed as inconclusive. Capsular contracture: unable to observe as it is a medical event not related to the device. Other-medical-ndr: not applicable as the event is not related to the device.

Event description:
Healthcare professional reported right side rupture diagnosed by ultrasound. Device has been explanted and replaced with a non-allergan device. Patient representative reported capsular contracture, baker grade IV, and breast implant illness (bii).

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis identified an opening on radius side and red particle material on the shell. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.